Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional followup: per the sales rep: is the device cleaned between each firing? Yes. How was the staple line crossed? Perpendicular? At an angle? At an angle. Was there any bunching of the tissue? No. Patient's preexisting conditions? No. Are there any pictures or a video of the surgery available? No. Were you present in the case? No. How is the patient currently? Fine and recovering. Is the patient expected to have a full recovery? Yes.

Event description:
It was reported that the device was used during a gastric sleeve procedure. The surgeon fired the device, it pushed staple line on to subsequent staple line, leaving an incomplete staple line. Another device was used to complete the case. Hospitalization for additional three days for precautionary measures. On what tissue type was the device used? Stomach. At what location on the tissue? Middle. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd and 4th. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes, staple line. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Not reported. Is there any other additional information you would like to share about this device or procedure? What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? Not reported.

Manufacturer narrative:
(B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that the ple60a device was received in good visual condition and with an ecr60d reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it fired, and formed all the staples as intended. The staple and cut line was complete and all staples were noted to have a good b-form. After further analysis, the knife was noted to be nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, or hard object. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.